Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4779. The third photo shows an enlarged image of the catheter balloon with asymmetrical inflation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4779. Visual inspection noted the catheter balloon was asymmetrical. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation some resistant was present and no leaks noted. The concentricity of catheter balloon is 100/0. The balloon deflated only 1ml of methylene blue solution within 5min. Using the in-house syringe only 9ml deflated within 5min. Dissected balloon and noted perforation notch was partially perforated. The is no leaks. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter had issue, and details would be confirmed later. Per follow up information received via rcc on 28nov2025, stated that the foley catheter had spontaneous water leakage occurred during placement. Per notification from investigator on 27feb2026 it was reported that the balloon concentricity 100/0 asymmetry balloon and perforation notch was partially perforated was found during sample evaluation on 17feb2026.

Event description:
It was reported that before use the foley catheter had issue, and details would be confirmed later. Per follow up information received via rcc on 28nov2025, stated that the foley catheter had spontaneous water leakage occurred during placement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.